Event description:
It was initially reported that the patient experienced ¿halos¿ after the synergy intraocular lenses (iols) were implanted in both eyes. The doctor proceeded to explant the lenses from each eye. The decision to explant was due to the patient complaints of "discomfort¿ experienced when ¿unable to adapt to the lenses". It was reported that the explant was not caused by damage that triggered an adverse event in the health of the patients. There is no evidence to indicate that ¿novelties¿ have occurred during lens implantation. The product will not be returning. No other information was provided.  Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but not available. Date of event: unknown, not provided. Brand name: unknown, as the serial number was not provided. Only provided as iol synergy. Model number: unknown/not provided. Only provided as iol synergy. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown/information not provided. If explanted, give date: unknown/information not provided. Initial reporter phone number: (B)(6). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number was not provided. An attempt has been made to obtain missing information; however, the doctor declined to provide further details.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.